Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent was loaded on the pigtail mandrel with the stent protector over some struts on one end, stent struts pulled, stretched, and overlapping in the center of the stent. The end struts were not opened and did not show any signs of damage. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the balloon. A visual and tactile examination found several hypotube kinks along the full length of the catheter. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.00x38 synergy drug-eluting stent was selected for use. However, during preparation when the stent protector was attempted to be removed, the device got stuck with the protector without resistance. Subsequently, the stent got dislodged. The procedure was completed using a 3.0x28 synergy stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.00x38 synergy¿ drug-eluting stent was selected for use. However, during preparation when the stent protector was attempted to be removed, the device got stuck with the protector without resistance. Subsequently, the stent got dislodged. The procedure was completed using a 3.0x28 synergy¿ stent. No patient complications were reported and the patient's status was good.